Manufacturer narrative:
Additional information was provided and is available in: section a2 (age at the time of event, date of birth) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number, and UDI number) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes) 2135 ¿ ivc perforation 1779 ¿ coagulopathy/clotting 1984 ¿ inferior vena caval occlusion 2100 - thrombosis 3026 - migration. The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and fracture of the filter struts and fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received in the legal short form, the patient reports filter migration. The following additional information was received per the patient¿s implant records: the patient¿s pre-operative diagnosis was pulmonary embolism. The filter was deployed at l2 below the lower renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eighteen days post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, blood clots, clotting, and or/occlusion of the ivc. Scanning of the patient¿s filter reported dvt and blood clots, clotting and/or occlusion of the ivc. A CT scan performed of the patient¿s trapease ivc filter reported perforation and fracture of the filter struts/fracture. The patient asserts to suffer from poor blood circulation, swelling of her legs and feet as well as skin rashes due to these complications. She continues to have difficulty walking and suffers from nausea and dizziness. The patient also reports suffering from anxiety.

Manufacturer narrative:
Correction for manufacturing date (29-mar-2007).

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and fracture of the filter struts and fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional information received in the legal short form, the patient reports filter migration. The following additional information was received per the patient¿s implant records: the patient¿s pre-operative diagnosis was pulmonary embolism. The filter was deployed at l2 below the lower renal vein. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately eighteen days post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, blood clots, clotting, and or/occlusion of the ivc. Scanning of the patient¿s filter reported dvt and blood clots, clotting and/or occlusion of the ivc. A CT scan performed of the patient¿s trapease ivc filter reported perforation and fracture of the filter struts/fracture. The patient asserts to suffer from poor blood circulation, swelling of her legs and feet as well as skin rashes due to these complications. She continues to have difficulty walking and suffers from nausea and dizziness. The patient also reports suffering from anxiety. An updated patient profile form (ppf) reports the patient experienced perforation of filter strut(s) into organs, migration of the entire filter other than to the heart, migration of fractured strut(s), tilt, filter embedded other than in wall of the ivc, and device unable to be retrieved; however, a retrieval attempt has not been made. The patient also reports stroke, inflammation of both lower leg extremities, balance disorder, and loss of muscle mass.

Manufacturer narrative:
Additional information was provided and is available in: section a (patient weight) section b4 (event description) section g4 (date received by the manufacturer) section h6 (evaluation codes) 3191 ¿ stroke 2522 ¿ tilt complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history of pulmonary embolism (pe). The filter was implanted via the right common femoral vein and deployed at the level of l2 and below the lower renal vein. The patient is reported to have tolerated the procedure well. Approximately eighteen days after the filter implantation, the patient became aware that the filter had tilted, migrated and had become embedded. In addition, the filter had fractured with filter strut(s) perforating outside the inferior vena cava (ivc) and into organs. The filter was also reported to have been associated with blood clots, clotting and/or occlusion of the ivc. A patient underwent a computerized tomography (CT) scan also revealed deep vein thrombosis (dvt). The patient reported that the filter was irretrievable. However, attempts to retrieve were not documented. The patient further reported having experienced poor blood circulation, bilateral leg and foot swelling and inflammation, skin rashes, continued difficulty in walking, balance disorder, loss of muscle mass, a stroke, mental anguish and anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, migration, fracture, ivc perforation and filter embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt tilt is unknown. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the ivc including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). This event does not represent a malfunction of the device. Strokes, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damages including, but not limited to, fracture of the filter struts and perforation. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter fracture and perforation could not be confirmed and the exact cause could not be determined. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and fracture of the filter struts and fracture. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.